Event description:
It was reported that the load step did not stop when the piston made contact with the cartridge.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pt reported that the pump did not detect the cartridge during the load cartridge phase. The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.